Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection confirmed the drainage bag had been punctured and leaked when tested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was in the emergency department and had an external ventricular drain placed. The staff later noticed blood tinged cerebrospinal fluid on the floor underneath the drainage bag. On close inspection, they noticed small holes/perforations in the bag. The drainage bag was replaced with no further problems. The patient's status was alive no injury.